Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted a cracked enclosure, damaged printed circuit board (pcb), and bent prongs on the line cord. Functional testing found the device leaks water from the reservoir; confirming the customer complaint. Root cause was attributed to a crack in the enclosure at the drain fitting. This was possibly due to usage. Cause could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hairline crack going from the reservoir to the bottom of the case that was leaking water. Patient involvement unknown.